Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump's touchscreen was cracked. There was no patient involvement as the pump was not used for insulin therapy. Reportedly, the pump was not responsive due to a pixilated screen and the pump was not functional. The contact was unsure how the screen was cracked.